Event description:
A customer reported that a high frequency (hf) cable used with an electro surgical unit (model not specified) burnt in half during a trans urethral resection (t.u.r.p.) There were no reported complications related to the occurrence.